Manufacturer narrative:
It was reported that there were issues in the ICU that masks were falling off. The patient could become hypoxic, no patient harm. In addition, mask is being used out of scope. Not supposed to be used with heated humidifier only cool, and higher then recommended flow rates. Based on this information this is reportable.

Event description:
Having issues with the mask (falling off in the ICU).

Manufacturer narrative:
It was reported that there were issues in the ICU that masks were falling off. The patient could become hypoxic, no patient harm. In addition, mask is being used out of scope. Not supposed to be used with heated humidifier only cool, and higher then recommended flow rates. Based on this information this is reportable. Complaint history reviewed. There are no other complaints for this product in previous 24months. Sample tested with non-heated air to verify failure mode. Bag partially removed from mask assembly at 39.75lpm with occlusion at the grommet. Reasonable assumption that heated air and high flow could fatigue adhesive and cause bag to come unseated from grommet. Current IFU specifies a minimum flow rate of 5lpm but no maximum. Pending update to IFU will contain a maximum flow rate. Risk(RMA-20014a): r58: mask bonds leak causing low oxygen delivery due to fatigue of mask component bonds - s=7 o=3 rpn=21. Rpn < 25 therefore risk is acceptable.

Event description:
Having issues with the mask (falling off in the ICU).